Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 260 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal and that the insulin pump was not exposed to high magnetic fields. The customer was able to complete pump rewind. The alarm history contained both a motor position encoder error and more than one motor error alarm within a 30 day period. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify motor position encoder error alarm due to motor error alarm. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.